Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned.

Event description:
A patient specific implant prescription form was submitted for a distal femoral device with diagnosis "bushing wear left [distal femur]", added note "re-bushing left [distal femur] likely custom implant 2004". Requested by date is (B)(6) 2018.

Manufacturer narrative:
D6 corrected from (B)(6) 2004 to (B)(6) 2004. Additional manufacturer narrative: an event regarding alleged bushing wear involving a device patient specific distal femur was reported. The event was not confirmed by medical review. Method and results: product evaluation and results: not performed as no items were returned. Clinician review: the implant in situ was for a distal femur inserted in (B)(6) 2004. The surgeon has now reported that the implant requires rebushing. The x-ray shows that the femoral component is well aligned with the tibial component and there is no disassociation in the hinge joint. However there's a fracture of the bone cement underneath the tibial plateau and also radiolucent lines around the stem near the bone resection of the femoral component, between the cement mantle and the bone. Therefore the reason for revision cannot be radiographically confirmed. Product history review: review of the product history records indicate 1 device was manufactured and accepted into final stock on 01nov2004 with no reported discrepancies. Complaint history review: there have been 7 other events relevant to this investigation. Conclusions: it is reported that an implant requires rebushing due to wear of bushing components that were inserted 14 years ago. Clinician review could not radiographically confirm bushing wear but did identify fracture of the cement and radiolucent lines between the cement and the bone. The exact cause of the event could not be determined because further information such as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and additional information become available to indicate further evaluation is warranted, this record will be re-opened. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device not returned.

Event description:
A patient specific implant prescription form was submitted for a distal femoral device with diagnosis "bushing wear left [distal femur]", added note "re-bushing left [distal femur] likely custom implant 2004". Requested by date is december 14, 2018.